Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary stenting treatment procedure a stent was unable to cross the lesion and a shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous and significant bend of >45 and <90 degrees 2.25 x 16 mm left circumflex artery. The 2.25 x 16 mm taxus liberte mr stent delivery system was advanced with resistance, but was unable to cross the lesion, and a kink occurred. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The hypotube was detached/separated 22 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink and crossing difficulty or the confirmed hypotube detachment and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).